Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin and for the past few days. Customer decided to continue using the current cartridge and will monitor insulin gauge. There was no reported impact to the customer's blood glucose level.